Event description:
Tip broke off carb-bite mayo-hegar needle during a c-section. Doctors were unable to retrieve the tip from the patient. The tip of the carbite insert was confirmed to be in the patient by x-ray. The medical staff decided not to do any intervention at this time. The piece, according to the reporter, was approximately 0.5 centimeter.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.